Manufacturer narrative:
Lot number history review/DHR review complaint trending review of the lot for these issues reveals this is the first complaint. Based on DHR review, there were no non-conformance relating to this defect. DHR/qn review for batch 7002571 (p/n 304050). No quality notifications and no issues relating to the complaint defects. Based on no samples, the investigation concluded: bd was not able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: batch #7002571 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No physical samples and no photos were provided for evaluation. Therefore, sample evaluation could not be performed, the reported defects could not be confirmed and root cause is undetermined. Based on the investigation performed to date, the defect could not be confirmed and root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the scale markings were inaccurate on a barrel 1cc s/t with sil no bd logo/tb before use. No injury or medical intervention.